Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0207489523, implanted: 2013, explanted: (B)(6) 2020, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 10-sep-2015, UDI#: (B)(4). Implant date: exact implant date unknown, reported to be in 2013. Date of manufacture used in implant date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 1000 mcg/ml at an unknown dose via an implantable pump. It was reported that the patient had experienced an increase in spasms and ¿suboptimal set-up in baclofen.¿ it was further noted that increasing the dose had no effect. On (B)(6) 2019 a sideport examination was done and found contrast leakage within fascia of back-musculature at entrance point of the catheter at l2-3. It was stated that this did not seem clinically relevant at first, but later on after multiple complaints remained of ¿suboptimal setting.¿ on (B)(6) 2020 replacement of the pump was being done due to end of life, and while disconnecting the catheter off the pump it was found that the ¿coating¿ of the proximal part of the catheter was damaged and that part of the ¿coating¿ was ¿free in the pocket¿/there was a loose piece in the pocket, which was able to be retrieved. Images of the catheter were included with the report. The proximal catheter was set aside to be returned for further investigation. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. It was noted that the reason for the contrast leakage within the fascia of the patient¿s back-musculature was unknown, and was why the spinal part of the catheter was also replaced. The pump was not going to be returned. At the time of the report the issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.

Manufacturer narrative:
D10/h3: the main device (the synchromed ii pump with serial number (B)(6)) was not returned and not available for evaluation, but the proximal segment of the model 8781 catheter, lot number 0207489523 (concomitant product) was returned. The proximal catheter segment was received for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. Visual inspection identified that the sutureless connector (sc) was damaged, consistent with explant damage. Patency testing of the catheter portion with the identified damaged transition tubing found that it was patent. The spinal segment of the catheter was not received for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.